Manufacturer narrative:
The device history record (DHR) review could not be performed since no lot number was provided. A picture was received for evaluation. Upon review, the reported issue was not observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. We will continue to monitor reports and take actions as applicable.

Manufacturer narrative:
Section d2a product code(additional code): foz. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during sterile dressing change the line was observed to be cracked at connection of catheter and hub. There was no harm reported. Per customer, the patient required insertion of another brand of PICC line.